Event description:
A malfunction was reported by the customer, indicated by a malfunction code labeled as malf 12, which was also resettable. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, and after assistance, the pump was successfully reset without recurrence of the malfunction. The customer was advised to continue using the pump and to report any future occurrences of the malfunction code. No additional issues were reported following these actions.